Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to the y402 crystal oscillator being knocked off of the computer/analog board. The root cause for the defective y402 crystal oscillator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving service code 204 messages (belt/monitor unusable).